Event description:
Complaint description: an olympus sales representative reported that a ceramic beak on the distal end of a resectoscope sheath flaked, chipped and fell into a pt's uterus. The hosp clinical manager reported that most pieces were retrieved but two small pieces were left inside the uterus. As a precaution, the pt was treated with antibiotics and was released from the hosp. The manager stated that to the best of her knowledge, the pt had no post operative complications.